Manufacturer narrative:
It was reported that the patient underwent a hernia repair surgery on (B)(6) 2013 and physiomesh was implanted. It was reported that following insertion the patient experienced pain, discomfort and hernia recurrence. It was reported that patient underwent mesh revision on (B)(6) 2014 and on (B)(6) 2017 by dr. (B)(6). No additional information was provided. To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on 5/3/2013 and mesh was implanted. It was reported that the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6)2013 and mesh was implanted. It was reported that the patient experienced an undisclosed adverse event. No additional information was provided.